Event description:
Customer reported a case where 6 teeth were extracted. The collagen plug product was used in one of the six sites, and that one site became infected.

Manufacturer narrative:
Method of evaluation - review of device history record of the lot.